Manufacturer narrative:
The customer replaced the sodium electrode. The field service engineer cleaned the flow channel and reaction nozzle. He replaced a valve, ise probe, halogen lamp, and reaction cells. He ran checks and performance testing with no issues. He performed membrane replacement, water volume adjustment, ise probe and sipper probe replacement, suction tube and pinch tube replacement, ise preamplifier replacement, and ise syringe and sipper syringe seal pieces replacement. The calibration and controls were checked to ensure that there were no problems with the instrument. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen.2 sodium results from the cobas 6000 c501 module. On (B)(6) 2021: patient (B)(6) initial results were 153 mmol/l and 153 mmol/l and were reported outside of the laboratory. The physician questioned the result and asked for repeat testing. The repeat results were 143 mmol/l and 140 mmol/l. On (B)(6) 2021, patient (B)(6) initial result was 157 mmol/l and the repeat result was 138 mmol/l. The customer removed fibrin from the sample and repeated testing with results of 141 mmol/l, 140 mmol/l, and 140 mmol/l. These results were reported to the physician. On (B)(6) 2021, patient (B)(6) initial result was 153 mmol/l and the repeat result was 165 mmol/l. The customer removed fibrin from the sample and repeated testing with a result of 138 mmol/l. It was not known if these questionable results were reported outside of the laboratory. On (B)(6) 2021, patient (B)(6) initial result was 158 mmol/l and the repeat results were 140 mmol/l and around 140 mmol/l. Patient (B)(6) initial result was 187 mmol/l and the repeat results were 140 mmol/l and around 140 mmol/l. It was not known if these questionable results were reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation determined the issue was resolved by the service actions.